Manufacturer narrative:
(B)(4).

Event description:
It was reported that during (B)(6) the pt fell and hit the right side of the head, after which the pt experienced a loss of therapeutic effect that same day. Impedance readings on the right side ins were >2000 ohms on some of the unipolar pairs. Previous readings taken in late may were within normal range. Impedance readings taken on the left side ins were within normal range. Additional info has been requested, a f/u report will be sent when additional info becomes available. See MFR report #3004209178-2011-05070 regarding the pt's other deep brain stimulation system.